Manufacturer narrative:
The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on (B)(6) 2020 and it passed suction and cycle specifications. Additional testing was performed and the device met specifications after three additional test cycles. Refer to attached product evaluation. The customer's report of low suction could not be confirmed. Attachment: [case-2020-00296331 evaluation.pdf].

Manufacturer narrative:
Customer service sent the customer a replacement device and requested return of her original device for testing/evaluation. In follow up with a complaint handler on 06/30/2020, the customer indicated that she developed mastitis twice within 3 months, in (B)(6) 2020. She additionally indicated that she had been prescribed antibiotics, but was now healed and the replacement pump was working "about the same as the previous pump." The customer was contacted by a complaint handler on multiple subsequent occasions, including in writing, to clarify whether the replacement pump was working well or had low suction like the pump which is the subject of this report, with no response as of the date of this report. The device was received on 06/22/2020, but has not yet been evaluated. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 06/15/2020, the customer alleged to medela llc that her pump in style breast pump had low suction, even after the parts had replaced multiple times by her insurance provider. She additionally alleged that she had mastitis.